Event description:
The customer called to report random blank displays during bolus attempts. Troubleshooting was performed, and the insulin pump passed the self test, but the blank displays continue. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to a problem with the liquid crystal display board.